Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative who reported the cause for the volume discrepancy was unknown at this time. No diagnostics had been performed at the time of reporting. The discrepancy was noted at time of refill. It was unknown at this time what actions or interventions were taken to resolve the volume discrepancy after the catheter replacement. The volume discrepancy did not resolve. A possible cap (catheter access port) aspiration would be done.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stating that a rotor study was conducted at the time that the catheter replacement took place. At the last refill after the catheter was replaced there was still a discrepancy where it should have been 3ml and they got back 9ml. When the caller was asked how the patient was doing it was reported that the patient was "okay but not great. Not where she was when this issue started." Agent reviewed considerations around volume discrepancies. Reviewed option to continue to troubleshoot potential catheter issue. Reviewed option to program a single bolus to see how patient responds and option to replace pump if healthcare provider feels that it was necessary. Reviewed and sent information on pump warranty.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 1mg/ml at 0.0837 mg/day via an implantable pump. It was reported that the patient having a catheter dye study to assess patency of the system. The reason for this was because the past two refills have had a higher actual volume of drug in the reservoir than the expected volume. At the cap (catheter access port) study on (B)(6) 2026, the physician was able to easily access the cap and aspirate drug from the catheter. The physician then injected contrast to identify any occlusions or disconnections of the catheter. It appeared the contrast flowed nicely from the pump through the catheter but did not reach the intrathecal space. The physician was planning a catheter revision at some point in the near future. This had not yet been scheduled. At this time there were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Event description:
Additional information was received from the company representative (rep) reporting that the account disposed of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.